Event description:
It was reported that the user experienced hyperglycemia after a late dinner and noted the ilet insulin supply was depleted overnight while the device displayed a reading of 201, leading to concern about whether the insulin was delivered or leaked. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continuation of insulin after a supply change. Investigation included review of algorithm dosing history and inspection of infusion site and tubing for leaks, along with user-led supply replacement. Investigation of this case revealed no observed issues with the prior supplies or visible leaks, and the device resumed insulin delivery after the change, leaving the cause of hyperglycemia and rapid insulin depletion unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.